Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, e3, h6(health clinical & impact)

Event description:
It was reported that during a pre-use check, the cardiosave intra-aortic balloon pump helium transducer not calibrated alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - g2. A getinge field service engineer(fse) evaluated the unit. Checked high and low helium calibration. Re-calibrated the helium transducer. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump helim transducer not calibrated alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.